Event description:
It was reported that while performing a ptca procedure on an in-stent restenosis the balloon ruptured which led to a dissection. This was the second dilatation catheter which had ruptured within the lesion site. At that time the pt became unstable and was sent to surgery. Reportedly, the pt was stable post operatively.